Event description:
It was reported that during a pulse field ablation case involving the pulse select catheter, the catheter array inverted at the end of the case while the catheter was being removed. The catheter array reportedly could not be straightened or manipulated into array formation, and the slider was described as feeling jammed or resistant to movement. There were no issues reported during the case. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.